Manufacturer narrative:
(B)(4). Report source- event occurred in (B)(6). The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information the device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned item has been analysed. This analysis confirmed the event described in the complaint, the monomer could not enter the cylinder : the two cannulas of the optipac were obstructed by cement and monomer, preventing the monomer to flow inside the optipac cylinder. The most likely root cause is a handling error if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.